Event description:
It was reported via repair work order that the power cord was missing the ground prong. It was also reported that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.